Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. At 2:10 pm: the initial result of the 18-minute assay was 19.4 ng/l. The initial result of the stat assay was 116 ng/l. At 2:40 pm: the repeat result of the 18-minute assay was 19.4 ng/l. The repeat result of the stat assay was 20.4 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The calibration and qcs were acceptable. The alarm trace had sample-related (sample clot, foam, and short) alarms within 18 days, indicating a sample quality issue. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the calibration, qc data, preanalytical handling, and alarm trace data: the calibration and qcs were within the specified ranges. The preanalytical handling data showed that the centrifugation speed was too high; this has adverse effects on the patient sample. The alarm trace had multiple sample-related alarms (sample clot, sample foam, and sample short); these are indicators of poor sample quality. A general reagent problem was not present because the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.